Manufacturer narrative:
(B)(4).

Event description:
Procedure: ventral hernia repair. According to the reporter: upon coughing post-operatively, the pt heard a pop. The next day at the hospital, the hernia had returned. The device had torn away at the suture sites and it had completely torn down the middle. The surgeon performed a second surgery that day. She repaired the device with a suture and placed a different mesh over the defect. Then, the same thing reportedly happened the next day. The surgeon decided to leave the hernia open and will not reoperate on this pt again unless he quits smoking. This was the first time the facility used the product. The pt's condition is reported to be stable. No sample available for analysis.